Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to facilitate walled-off necrosis (won) during a pancreatic cystic gastrectomy with gastric bypass endoscopic procedure (eus) procedure performed on (B)(6) 2026. During the procedure, the first flange failed to deploy; no expansion was observed. Considering the influence of necrotic material, delivery was attempted via jigging and a three-minute wait, but as no deployment was seen, the physician did not continue using this stent. Therefore, the procedure was successfully completed using a different device. There were no patient complications reported as a result of this event. Note: it was reported that upon removal the stent was fully deployed.